Event description:
Received a call from a customer indicating the catheter does not fit properly to the 150 syringe injector. The customer contacted the injector company who said their product is ok. The site informed they tried the cordis infinity 4f and didn't have any issues, that's why they think it may be the 5f angled pigtail product problem.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2009-00260. The product has been received for evaluation. However, the engineering analysis is not yet complete, additional information will be submitted within 30 days of receipt.